Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It was reported that the graftmaster was used past the expiration date. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2017. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that two graftmaster stents were required due to the length of the perforation, sizes 2.8 x 16 and 2.8 x 19 and were successfully deployed to treat the perforation. Two stents were required because there were two separate areas where the vessel was perforated. There were no device issues and stents performed as expected. After implantation of the 2.80 x 16mm stent, it was noticed that the device was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.